Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted has been ruled out. The patient believes the burning sensation was related to increased activity as they had done more activity leading to the sudden change in sensation. The stimulator is used to treat pain. The cause of the burning sensation is due to excessive twisting or stretching as the patient had increased their activity leading to the sudden change in sensation (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported a burning sensation in their knee when using the device. The patient will use their other transmitter assembly and will follow up. As of (B)(6) 2025, the patient has not noticed any burning sensations from either transmitter. The burning sensation has resolved and the patient is getting adequate pain relief.